Event description:
The measurement of the av-delay is not correct. There was no pt involved in this event.

Manufacturer narrative:
Device evaluation for alleged failure could not be duplicated - cause of event unk.